Manufacturer narrative:
No medical intervention was reported. The customer reported the energy was high but upon device evaluation was found to be operating within specification. The device history record confirms that the product passed and met all requirements before releasing. Due to the customer's description of the incident it appears the device malfunctioned during treatment, resulting in patient injury.

Event description:
Customer reported that during a freckle treatment using revlite si, the laser "exploded". Physician then immediately terminated treatment. Patient's right lower eyelid position showed skin splash, frost, blood seepage, and the spot size exceeded the normal range. Patient was given mebo ointment as preventative medication and was told to use an ice compress for 30 minutes.